Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned.